Manufacturer narrative:
Evaluation results: visual findings observed scratches, indentations, and site stickers on the exterior housing. Both dust covers underneath the battery slots have been damaged. Rattling sounds can be heard from inside when the unit is shaken. Evaluation of the unit found that it did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad due to nurse call pin 3 broke off or no longer connected to ground. With pin 3 not connected to the pcba, the unit will not send a signal to activate the nurse call test fixture as the outer sleeve of the cable connector will not be connected to ground. Based on the age of the device and the physical damages observed, wear and tear likely contributed to the failure. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
Customer states they have 33 alarms that need to go through warranty replacement inspection. Customer states they do not know what is wrong with each alarm. So further troubleshooting was not possible. Customer did say the alarms were tested with new batteries and sensor pads in bio-med eng. Troubleshooting template has been completed and saved to the drive. Customer does not have gtin information. The date the issue was discovered is unknown and no patient incident or injury was reported.